Event description:
A user facility reported to olympus that a "b30" scope communication error occurred. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. B30 indicates communication error among scope, light source and processor. The error resolved by connecting 190 scope to the other cv190 trolley. The errors occurred because of dust or dirt on the scope connector contacts that interfered the communication. Olympus will continue to monitor field performance for this device.